Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they had a new battery put in on wednesday. The patient stated they assumed the interstim was working ok and noted they could feel stimulation pulsating in the vaginal area. The patient stated when they got home, they could feel stimulation in their right hip and down their leg. The patient noted they had changed leads from the left side to the right side. The patient reported they contacted their manufacturing representative (rep) about it on the 26th and reported the stimulation was in their right hip and down their leg. The patient reported the rep told them to turn stimulation down and follow-up with the health care physician (hcp) if the problem persisted however the patient stated the rep didn¿t tell them how far to turn it down. It was noted the stimulation sensation was in the wrong location. While on the call, the patient confirmed with the programmer the ther apy was on and the stimulation was a 3.3v the patient then decreased the stimulation down to 3.1v and confirmed that they no longer could feel stimulation. The patient reported they always felt stimulation with their previous interstim implants. There were no fu rther complications reported/anticipated.